Event description:
It was reported while pacing during a procedure, a beep was heard and the ep workmate screens went blank. The ep4 touch screen remained on. The user was unable to stop pacing on the ep workmate keyboard and unable to stop pacing on the ep4 touch screen. The system was restarted and the user hit begin/review study and was then able to stop pacing via the keyboard.

Manufacturer narrative:
Functional testing of the returned unit produced an error message which confirmed the customer complaint. The customer was issued a replacement computer.